Event description:
An inpatient was being treated for pain management using a baxter pca ii. The treatment proceeded with good affect for some time but as time passed the patient again began to complain of pain despite repeated use of the pca button. As time passed and the pain increased the nursing staff verified drug delivery by checking the machines history log. Despite all things appearing to be operating correctly the patient continued to complain about increased pain levels. The nursing staff concerned about the increased patient distress again reviewed the pca operation. This time it was discovered that even though the pca triggered and the drive screw spun, the actual plunger block was not moving nor was there an overpressure alarm being triggered. The pca was switched out and the biomedical department was called to examine the pump. The biomedical staff tested the pump and found the pusher block had jammed in such a way that the worm screw could turn but the pusher block would not advance. After unjamming the pusher block the pca was retested using both the old syringe and a new syringe and the pump functioned properly. Delivered volumes, occlusion pressures and alarms all tested out correctly. The pump was returned to baxter for inspection.